Event description:
Shoulder revision surgery due to dislocation with wear of the glenosphere (code 1374.50.400, lot# 1817992, ster. 1800374, not cleared in USA) and metalosis. The dislocation occurred in (B)(6) 2020, the revision surgery on (B)(6) 2021. According to the information received, the metal back glenoid (code 1375.15.670, lot# 1605369, ster. 1600274, not cleared in USA, used in combination with the glenoid peg code 1375.14.662, lot# 1615386, ster. 1700025) had lifted posteriorly. The complaint source reported possible infection and malpositioning as contributory factors. According to the information received, the specimens analyses were negative at 48 hours, no information on further results of the prolonged incubation. The previous surgery took place in february 2019, when the implant was converted to reverse due to subscapularis failure (previous revision was not reported to limacorporate as a complaint). According to the information received, p acnes was detected on 2 of 8 samples from the initial revision surgery occurred in february 2019. The revision surgery was performed by a different surgeon than the previous surgeries. Patient's data: 120.4kg, 179.5cm, not very active. No trauma reported. Event occurred in UK. Note: among the suspected components, only the peg with code 1375.14.662 is marketed in the USA.

Manufacturer narrative:
Dhrs check: the check of the dhrs was performed with the following results: no pre-existing anomaly was found on the 49 glenospheres placed on the market with lot# 1817992; no pre-existing anomaly was found on the 11 metal back glenoids placed on the market with lot# 1605369; no pre-existing anomaly was found on the 59 glenoid pegs with lot# 1615386. X-rays analysis: images taken on the following dates were received and analyzed by our medical consultant: (B)(6) 2018; (B)(6) 2018; (B)(6) 2020. His statement is reported below: "looking at the images it appears that the original baseplate has not been revised until the last surgery. I agree that the baseplate is malpositioned with a downwards and slight anterior tilt which may have contributed to the original dislocation of the anatomical prosthesis. The positioning of the humeral components while not perfect are satisfactory. The original dislocation which may have caused the subscapularis failure or the other way round, the subscapularis failure caused the dislocation, we don't know. Suffice to say the malposition will have contributed at least to the dislocations of both the anatomical and then the reverse revision. Looking at the explanted glenosphere I would not be surprised if that occurred soon after the revision to reverse in (B)(6) 2019 because it is so extensive. I cannot make a definitive statement in that regard. In summary there has been an error in the positioning of the baseplate which has caused/contributed at least, to both the dislocations." Retrieved component analysis: the explanted components were not returned to limacorporate as the hospital could not decontaminate them due to internal policy. No specific analysis can be performed on the affected components. Conclusions: based upon the investigations performed; we can state that: no pre-existing anomaly was detected on the involved components by the check of the production documents: these components were manufactured up to specifications; explanted components were not available for deeper investigations; our medical consultant suggested that a suboptimal positioning of the metal back glenoid could have contributed to the dislocation and consequent revision surgery; the complaint source also reported initial malpositioning among the possible contributory factors. In conclusion, no definitive statement on the cause of the dislocation can be made, however we can speculate that the suboptimal initial positioning of the metal back glenoid may have contributed to cause the revision surgery. This event cannot be classified as product-related. Pms data: based on limacorporate pms data, we can estimate a revision rate of smr reverse prostheses due to dislocation of 0.15%. No corrective action needed for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Manufacturer narrative:
The check of the dhrs was performed without finding any no pre-existing anomaly on the 59 glenoid pegs placed on the market with lot# 1615386. A final report will be submitted after the conclusion of the investigations.

Event description:
Shoulder revision surgery due to dislocation with wear of the glenosphere (code 1374.50.400, not marketed in USA) and metallosis. The dislocation occurred in (B)(6) 2020, the revision surgery on (B)(6) 2021. According to the information received, the metal back glenoid (code 1375.15.670,not marketed in USA, used in combination with the glenoid peg code 1375.14.662, lot# 1615386, ster. 1700025) had lifted posteriorly. The complaint source reported possible infection and malpositioning as contributory factors. Previous surgery took place in (B)(6) 2019, when the implant was converted to reverse due to subscapularis failure (no further details available). Event occurred in (B)(6).